Event description:
The customer reported that during a laparoscopic partial colectomy procedure, part of the electrode came off and fell into the patient cavity. It was retrieved without any injury to the patient. A new electrode was opened to complete the procedure.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow up report will be submitted.